Event description:
A (B)(6) girl with all (akut lymfatisk leukemia) had this catheter and during a high dose methotrax treatment it cracked. Afterwards the catheter leaked when it was flushed. The catheter without the extension was still in the body. The remaining part of the catheter was surgically removed with full anesthesia. A peripheral vein cannula was used to continue the infusion therapy and subcutaneous port insertion instead of the long term cvc. Update as per complaint form received (B)(4) 2012: "the catheter was inserted (B)(6) 2011, it has been functional prior to the incident (B)(6) 2012 in 9 months. The catheter ruptured when it was flushed after an infusion treatment high dose methotrax."

Manufacturer narrative:
Lot number not provided by reporter. Exp date: unk as lot number is unk. (B)(4) - add'l surgical procedure is not listed in the instructions for use. (B)(4) - crack is not listed in the instructions for use. Event is currently under investigation.